Event description:
Customer reported a past high blood glucose event, though the specific value was unknown but displayed as "high." Cause was not known. Customer administered a correction bolus using the pump, and technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels. The customer understood and acknowledged this advice. Customer reverted to an alternate form of insulin therapy.